Event description:
It was reported that the site's (B) (4) handheld computer screen was freezing at the system diagnostic screen during the pt's implant surgery. Per the site, they had the same issue back in (B) (6) 2009, but it resolved. Troubleshooting was performed by a company rep, but the problem persisted. Product was returned to MFR, but the analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.